Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)().

Event description:
It was reported that during implant, the left ventricular (lv) lead had high impedance and was possibly fractured. The lv lead was withdrawn and a new lead was implanted successfully. No patient complications have been reported as a result of this event.